Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula confirmed. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 192 mg/dl and the sensor glucose was 237 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also states that sensor cannula was bent. Customer mentioned that insulin pump suspended it showed sensor glucose was 58 mg/dl and blood glucose was 86 mg/dl. But at the start blood glucose was 198 mg/dl and sensor showing 86 mg/dl. The sensor will be returned for analysis.